Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿impact of continuous monitoring of the pulmonary venous pressure on the acute results of cryoablation: a derivation and validation study.¿ european heart journal. 2016. Vol. 37. Supplement 631. Abstract 3293.

Event description:
The literature publication reports the following patient complication while using a cardiac cryoablation catheter (cryoballoon): there was a patient who had peri-esophageal vagal nerve injury with unknown treatment/resolution. The status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.